Manufacturer narrative:
This complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that on literature review " negative pressure wound therapy (pico) in morbidly obese women after cesarean delivery compared with standard dressing". 4 (four) patients presented deep wound infections. The outcome of the patients is unknown. No further information is available.

Manufacturer narrative:
Given the nature of the alleged incident, the devices were not returned for evaluation. The clinical/medical investigation concluded that, deep wound infections are usually caused by a bacterial infection in the surgical incision site; therefore, it is not related to the use of smith and nephew pico device. Consequently, a causal relationship between the smith and nephew pico device and the reported deep wound infection could not be established. The impact to the patients beyond the reported deep wound infection cannot be determined since the treatment /outcome of the four patients is unknown. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, prior actions and sterilization records review could not be performed. A review of the instructions for use documents for pico provides complete guidelines of indications, contraindications, warnings and precautions and possible adverse reactions that may occur during negative pressure wound therapy. A review of the risk management file revealed this adverse event was previously identified. The anticipated risk level is still adequate. With the results of this investigation the root cause of this event could not be determined. Factors that could contribute to the reported event include loss of sterility during treatment, patient condition and/or patient medical history. No manufacturing, packaging, labelling, design, concerns nor adverse trend have been observed; therefore, no corrective actions are deemed necessary.